Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, patient underwent an endovascular procedure to treat a dissection, utilizing gore® tag® conformable thoracic stent graft with active control system. It was reported that during the procedure, the graft did not deploy when the first stage handle was released. After the secondary stage was released, the graft finally deployed. When the graft was deployed the strings attached to the mechanism popped, causing the deployment to happen top-down, instead of three sequential steps. The physician was able to reposition the graft, and the physician was satisfied with final position. No harm to the patient was observed. The patient tolerated the procedure.

Manufacturer narrative:
Updated section g3/g4, h6, and h10. H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.